Event description:
Reporter (the patient) indicated after implantation of the device, there was an infection at both the neck incision site and chest incision site. Reported described "swelling and drainage at both incisions and that the stitches had "come out." Reported treatments taken were "IV antibiotics for all 4 days and they had to clean and "restitch" the neck and chest sites." The reporter indicated she used tweezers to pull at the sutures and her back pack rubbed the site. The reported indicated antibiotics were used and the infection resolved. Good faith attempts are being made for more information.

Manufacturer narrative:
Device manufacturing records were reviewed. Vns therapy system lists infection as a potential adverse event; possibly associated with surgery. Review of manufacturing records for both the generator and lead confirmed sterilization prior to distribution. No device malfunction.